Manufacturer narrative:
Additional info received: it was stated that there were "no alarms associated with this complaint." "A rise in power consumption above normal limits was noted through log files, but never triggered the high watt alarm." "There were no tests done to confirm thrombus, only labs." "Thrombus was not seen in visible areas after removal of pump." "Patient tolerated treatment well and is doing fine." No additional information provided. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After review of additional information received multiple sections have been updated accordingly. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed elevated power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing, but failed dimensional verification due to deviations in the front housing disc curvatures, and failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Per internal investigation, these deviations in the front housing disc curvature are not expected to impact pump performance. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that patient came in "with signs of hemolysis; bloody urine." It was stated that "vad flows and powers were elevated." "Site sent log files." Patient was "watched through the weekend to consider pump exchange vs. Additional medical treatment." Patient was suspected of having pump thrombus, and was transplanted instead." It was further stated that the "patient was asymptomatic during the elevated pump parameters and signs of hemolysis." No additional information provided. Investigation is ongoing.